Manufacturer narrative:
1. No defect sample returned; no defect picture returned. 2. Review batch record information, 1) the complaint lot#2263541 was produced in the prn automatic assembly line, the production date is 2022-11, and the m860 packaging machine was packaged in 2022-11, and the batch of products totaled 439.6k. 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed leakage test for the retained sample of the complaint lot, that is connect the retained sample on the standard luer connector, inject the system water pressure to confirm whether leakage of the retained sample. The test result is pass, see the attachment1- the test of retain sample. 4. Root cause: due to no defect sample and no defect picture returned, cannot confirm the leakage position and detail, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter adaptor/connector is leaking. The following information was provided by the initial reporter, translated from chinese to english: "the patient's hidden risk of heart failure was using a disposable heparin cap pump medicine on (B)(6) 2023. During use, it was found that the disposable heparin cap had extravasation of drug liquid, and he immediately replaced it with a new disposable heparin cap."